Event description:
In 2003, the pt reportedly hit their head on a metal post. The pt reported no sound after trauma. On january 4, 2003, device testing conducted by a company rep confirmed that the device was no longer functioning. The device was explanted. The pt was reimplanted with another clarion device.